Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed an unacknowledged empty cartridge alarm on (B)(6) 2014 at 3:16 pm; the alarm went unacknowledged until 4:59 pm. The pump¿s settings confirmed that the insulin on board was set to 4 hours. Using the user¿s settings, a 2.4 bolus was performed. The insulin on board calculated accurately during testing. The inaccurate insulin on board was due to unacknowledged alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.